Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was not hospitalized. The patient was treated with unspecified medication (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. At the time of this report, the peritonitis remained ongoing and the patient was not recovered. Physioneal and extraneal therapies remained ongoing. No additional information is available.